Manufacturer narrative:
The reported complaint of "the user observed medication leak from the catheter injection site" was not confirmed during the functional testing. No device malfunction was observed during the testing of the returned catheter and the catheter worked as intended. The most likely cause for the medication leak from the injection site was due to the improper placement of the catheter in the vein or due to the patient's anatomy, however, the catheter disposition during the patient movement cannot be ruled out. Upon visual inspection, no physical damage was observed. Observed blood residue on the serpentine balloons and on the suture tab and clip. Noticed a blue thread was attached at 18cm marker of the catheter shaft. During functional testing, all infusion ports and extension tubes were flushed without resistance. All lumens flushed as intended. The catheter was connected to a pressurized inflation device, the balloon fully inflated when pressurized up to 100 psi without any issues. The balloon did not leak during inflation and deflation. No leak was observed. The returned catheter was connected to a known good suk and ran on a peristaltic pump and also on a console system in both warming and cooling mode for a total of 2hrs. No leak was observed on the catheter. The catheter performed as intended.

Event description:
After two days of the ivtm treatment for a cardiac arrest patient ((B)(6) old female), the user observed a medication leak from the catheter injection site. The solex catheter (lot # 144597) was placed in the patient's right jugular vein. The catheter position was checked and verified to be correctly placed. The user elected to relocate the medication infusion to another catheter that was already placed in the patient. The cooling and heating of the patient were continued without interruption for a total of three days until the patient reached the target temperature at 36 °c. The current status of the patient is stable. No consequences or impact to patient.